Event description:
In the process of contacting the pt to notify them that their device may be nearing end of service, it was discovered that the pt experienced an increase in seizure activity above pre-vns baseline frequency. Based on the time frame of the reported increase in seizure activity, it does not appear that the increase was a result of generator end of service. Device diagnostic testing at that time was within normal limits, indicating proper device function. Physician's notes from that office visit do not contain info regarding whether the elective replacement indicator was yes or no. Additionally, it was reported that there were device parameter changes and medication changes around the time of the increase in seizure activity. The pt has since undergone generator replacement surgery and is reportedly doing well. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely effect device performance.